Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional. There is no information to suggest a device malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018. Device download data revealed that the patient was treated once during the event. At 21:54:04 the patient degraded from sinus bradycardia (20 bpm) to asystole. CPR artifact indicates the presence of a bystander. The lifevest delivered one treatment during asystole at 22:28:33. The lifevest considers asystole to be a non-treatable rhythm. CPR artifact contributed to the false detection. The patient remained in asystole following the treatment. The device was shutdown at 23:15:04. The patient was reportedly pronounced at approximately midnight, after the lifevest had been deactivated. No further information surrounding the circumstances of the event is available. There is no indication that the lifevest treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment. No deficiencies were alleged against the lifevest.